Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the external devices. The pt reported the issue started 2 months prior. A replacement charging system was sent to the pt. The pt was to f/u with the physician regarding the issue.